Event description:
Dealer states the cylinders are leaking. (P/n (B)(4)).

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.